Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi error door open alarm on 8100 unit. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. High level steps/procedure: 1. Check administration set is correctly installed. 2. Replace door latch sear if bent or broken. 3. Replace air in line assembly. 4. Return to factory. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device received an alarm error code message. The alarm was for an door open. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The alarm was for an door open. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Update/additional information: h6 annex codes (e,f & a.) H3 other text : additional information on annex codes e,f & a only.

Manufacturer narrative:
Technical support (ts) performed troubleshooting over the phone to determine error door open alarm. Ts suggested to check sears on door latch any damages, replace air-in-line sensor and return unit to factory for service repair. A serial number was not provided; therefore, a review of the device history record cannot be performed. Over the phone troubleshooting.

Event description:
It was reported that the device received an alarm - error code message. The alarm was for an door open. No additional information was provided. There was no patient involvement.